Manufacturer narrative:
The esheath was returned fully expanded as designed, but with the tip unopened with the commander delivery system partially inserted. Procedural and device related photos were provided for review and found the crimped valve was outside the esheath within the patient. Multiple liner tears were observed. Visual inspection revealed the valve was stuck inside the sheath 6 cm from the comnut. A kink was noted 18.5 cm from the comnut. The first liner tear was observed 8 cm from the distal tip with a length of 10 cm. The second liner tear strip attached on both ends is 7 cm in length. The third liner tear was 2 cm in length. The inflow valve strut was slightly bent and protruding through the sheath liner. The sheath liner tear was at the location of the valve strut protrusion. Stress marks were observed on the sheath shaft approximately 12.5 cm from the comnut. There was no soft tip damage. Bent struts were on the outflow side of the valve. Dimensional inspection revealed the liner thickness was measured along the length of the tears. The liner thickness was found to be within specification at all measured locations. Due to the state of the returned device functional testing was unable to be performed. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the edwards esheath introducer set and no deficiencies were identified. During the manufacturing process, the esheath is visually inspected and tested several times. During manufacturing, the esheath shaft component was 100% inspected. During the final inspection, the esheath underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for sheath shaft resistance with delivery system, bc and sheath shaft liner torn were confirmed by the condition of the returned device and applicable imagery. No manufacturing non-conformances were identified in the returned sample. A review of lot history, complaint history, DHR, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. As the complaint description states, ¿the push force was very high almost at the end of the expandable portion.¿ per the device training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.¿ per the complaint description, the patient¿s access vessel had ¿significant calcified atherosclerotic burden.¿ calcification can prevent the sheath from fully expanding, leading to increased push force necessary to advance the delivery system through the sheath. These patient factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. As such, available information suggests that patient factors (calcification) may have contributed to the complaint event. The liner tear likely occurred due to excessive device manipulation during advancement and retrieval of the delivery system with the crimped valve. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure.   Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used.  Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem.   As the device was manipulated to advance the delivery system through the sheath, the valve inflow and outflow struts may have bent. With additional manipulation, it is possible that the bent valve struts interacted with the sheath liner, leading to the observed liner tears. As such, available information suggests that procedural factors (bent valve struts caught on sheath liner, excessive device manipulation) may have contributed to the complaint event. The complaint event was confirmed, however no non-conformances were identified during the product evaluation. No labeling/IFU/training inadequacies have been identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required.

Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during implant of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach a high push force was felt advancing the delivery system and valve through the sheath. On fluoroscopy the valve was observed to have perforated the sheath liner. The delivery system and valve were attempted to be withdrawn through the sheath, but got stuck. All devices were removed as a unit. Upon removal of the devices an aortic dissection was observed. Surgical intervention was required to repair the dissection with a stent. The patient was stable at the end of the procedure. Upon removal, the esheath was observed to have a liner tear. Per medical opinion, the event may have been due to procedural factors as the valve caught on a portion of the esheath resulting in a liner tear. Per report, the ilio-femoral arteries diameters were of good size. There was significant calcified atherosclerotic burden, no noticeable tortuosity, no focal stenosis.